Event description:
Additional review indicated that this event was reportable. It was reported that the physician had refilled the patient¿s pump with new drug. The physician aspirated the catheter after refilling the pump with the new drug but did not clear the drug from the pump tubing. Neither priming bolus nor bridge bolus was performed after drug changed. The pump was infusing at 5mg/ml concentration and 1 mg/day dose or .2 ml/day flow rate. Tcv .23 ml. The patient was ¿fine and got a patch and all kind of stuff. Just wasn¿t effective for him.¿ the patient was coming back to the clinic to correct issue with bridge bolus performed. The patient was doing well and receiving therapy. The old drug was fentanyl, and the current drug was morphine delivered in the system.

Manufacturer narrative:
(B)(4).